Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. Data was provided for evaluation. The reported event of unexpected g5 mobile application shut-off was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon follow up from the distributor it was confirmed that this is not a reportable event due to patient receiving the low transmitter battery warning. Please disregard information in the initial MFR, report number 3004753838-2017-27721, as this was submitted in error.